Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order greyed out for single patient. A technical support specialist dialed into the station and navigated to settings, patients and visits and orders, but was unable to locate the patient record. Ran a patient order query using the orderid provided in ephi and successfully identified the correct patient's name. Verified that the orderid was not discontinued. Checked the facility formulary with medid diphen12.5l from the orderid, which was present in the formulary. Navigated to med inventory and devices for medid diphen12.5l, but no results were found. Reached out to csc agent for support. Searched for medid diphen and received multiple results. Called the customer and explained findings, noting that the medid tied to the orderid (diphen12.5l) was not loaded in the station. Customer clarified that the medication was indeed loaded, but identified the medid as diphen25l, not diphen12.5l. With this clarification, the discrepancy was resolved. Customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order greyed out for single patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.